Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported caller wanted to find out if several medical symptoms have a correlation to patient¿s device. It was reported that when the endoscopies are done, the electrodes are visible from the inside, sticking out of patient¿s stomach wall and was reported as erosion. It was indicated that the patient had infection and feeding tube complication. It was stated that ¿those electrodes are literally sitting on top of where feeding tube is" they are 1/2 inch to 1 inch apart. It was indicated that since implant patient has had chronic infections and upper respiratory (sinus) infections. It was stated that patient needed to have continuous antibiotic treatment for the constant infections. It was indicated that prior to implant, patient had feeding tube for 10 years without any complications. It was indicated that the health care provider (hcp) stated that patient¿s symptoms were normal and sent them back to another hcp for more information. It was indicated that the enterra was effective for patient's symptoms. It was indicated that patient could not eat prior to implant but patient has been able to eat since implant. Information received later indicated that the patient had g-tube site problems. It was indicated that she did not have an infection of the implant. It was indicated that patient does not have meningitis. It was indicated that the g-tube site was red, painful and irritated. It was mentioned that patient had autoimmune disorder. It was noted as unknown primary location of infection. It was also indicated that culture was obtained. It was indicated that the outcome was reported as resolved. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(6), implanted: (B)(6) 2012, product type: lead; product ID: 435135, serial# (B)(6), implanted: (B)(6) 2012, product type: lead; product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Life threatening was removed as it was incorrectly applied to this event. If information is provided in the future, a supplemental report will be issued.